Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device was noisy and activated in "load" mode. It was further reported by the nurse that the device did not work when it was connected to pedal device. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device being noisy and not working when connected to the pedal were not confirmed. Therefore, an assignable root cause was not determined. However, the device activating in "load" mode was confirmed. A visual and functional assessment was performed on the device which found that the device ran in safety, the seal was protruding from the swivel and the device failed rotational speed - rpm below specification. During repair, it was observed that the pawls were damaged causing the device to run in safety. It was further determined that the issue with the damaged pawls was consistent with trying to run the device in the load position (user error). The issue with the damaged pawls was consistent with trying to run the device in the load position. It was determined that the seal protruding from the swivel was consistent with normal use and servicing over time. The assignable root causes were determined to be due to user error and normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device availability was inadvertently documented as 12/14/2017 in the initial report. The date returned to manufacturer was corrected to 12/21/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.